Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). Quality controls (qc) recovered in range at the time of the event. The issue was limited to the initial sample determination for free light chains, type lambda (flc lambda) for one patient sample. There are no reports of other samples affected. The cause of the event is unknown. The system is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely low free light chains, type lambda (flc lambda) result was obtained on a patient sample on a bn prospec system using n latex flc lambda reagent. The discordant result was not reported to the physician(s). The electrophoresis for the affected sample showed a higher result, so the sample was rerun two times for flc lambda on the bn prospec system three days later, once using a 1:100 and once using a 1:400 dilution, recovering higher. The result obtained using the 1:400 dilution was reported, as the correct result, to the physician(s). Three days later, the sample was rerun four more times for flc lambda on an atellica neph 630 system, once using 1:20 dilution, once using a 1:100 dilution, and twice using a 1:400 dilution, also recovering higher and matching the higher repeat result obtained on the bn prospec system. A new sample from the same patient was run three times for flc lambda on the atellica neph 630 system, once using 1:20 dilution, once using a 1:100 dilution, and once using a 1:400 dilution, matching the higher results from the previous sample. None of the results from the atellica neph 630 system were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low flc lambda result.